Manufacturer narrative:
B3: unknown; no information has been provided to date. E1: facility name (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had an alarming key struck and will not turn off. Per reporter, the event occurred during testing. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair in used condition with complaint of alarming key stuck, won't turn off. This device has not been in for service within the review period. Review of event history log found that a high alarm was displayed. The reported problem was verified, the device displayed alarming key stuck. The cause is an inoperable keypad. Replaced the keypad to correct the issue. The device passed all functional tests after the repair.